Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with palpitations. Upon interrogation, it was seen that the device was not detecting the patient's atrial flutter and not mode switching appropriately as a result. Programming changes were made and the device began to mode switch appropriately. The patient was discharged.